Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not power down completely. When shutting off through the software, it would switch to no input and the rest of the cart would remain on. This would happen every shutdown. The site would hold down the button to shut off the system. Troubleshooting involved replacing the uninterruptible power supply (ups), however the site noticed there was no communication lights on the ethernet port on the ups. There was a pinch in cable. They replaced the cable and the lights on the port were illuminated. The system was still not shutting down normally. The moved the cable to the ups to a different port in the checkpoint, and now the system is functioning normally. No patient was present at the time of the event.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ups was standalone tested and no issues were detected. The power button turns the unit on and off, on repeated attempts, without issue. All twelve and forty eight volt outputs measure expected voltage. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not power down completely. When shutting off through the software, it would switch to no input and the rest of the cart would remain on. This would happen every shutdown. The site would hole down the button to shut off the system. Troubleshooting involved replacing the uninterruptible power supply (ups), however the site noticed there was no communication lights on the ethernet port on the ups. There was a pinch in cable. They replaced the cable and the lights on the port were illuminated. The system was still not shutting down normally. The moved the cable to the ups to a different port in the checkpoint, and now the system is functioning normally. No patient was present at the time of the event. For information on the signal dropping reference complaint (B)(4).

Manufacturer narrative:
The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The checkpoint was tested and found port 1 not working, link and activity leds did not turn on when the cable was inserted into the port. When logged into the web app, port 1 showed no communication. An electrical failure was found. The ethernet power cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The continuity was tested and no opens or shorts were found. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not power down completely. When shutting off through the software, it would switch to no input and the rest of the cart would remain on. This would happen every shutdown. The site would hole down the button to shut off the system. Troubleshooting involved replacing the uninterruptible power supply (ups), however the site noticed there was no communication lights on the ethernet port on the ups. There was a pinch in cable. They replaced the cable and the lights on the port were illuminated. The system was still not shutting down normally. The moved the cable to the ups to a different port in the checkpoint, and now the system is functioning normally. No patient was present at the time of the event. For information on the signal dropping reference complaint (B)(4).